Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that torsion generated with torque manipulation might have been applied on the tip of the crosslead penetration 14 guide wire while the tip was trapped by the lesion. Consequently, the tip was fractured. It was concluded that this event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse events] ~ damage such as separation.

Event description:
It was reported that an asahi crosslead penetration 14 guide wire was used for an atherectomy procedure to treat a stenosis in the superficial femoral artery. The procedure was performed via the right anterior tibial artery approach and the vessel appeared occluded just proximal to the adductor hiatus. Multiple attempts to cross the lesion were unsuccessful. During the attempts, the tip of the crosslead penetration 14 guide wire was fractured and retained in a subintimal space. The patient would come back and another procedure was planned to be performed via an antegrade approach since the revascularization was not successful. It was informed that the patient was fine with no complications.